Event description:
It was reported that during a laparoscopic nissen procedure, there was excessive leaking that resulted in pneumo loss and the inability to maintain adequate pneumo. The case was converted to an open. The current status of the patient is unknown. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.